Event description:
It was reported to manufacturer that the hand held screen froze during a system diagnostic test. The event resolved following a soft reset. Further follow up with the surgeon revealed that the event was an isolated incident and has not occurred again. The device will not be returned to manufacturer for analysis.